Manufacturer narrative:
Correction: section h6: the medical problem code was listed as "no apparent adverse event" in error and should have been "adverse event without identified device or use problem." The information was updated.

Manufacturer narrative:
Analysis was normal no anomalies were observed. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Information received notes intermittent hypotension was encountered when attempting to remove the right ventricular (rv) lead during a procedure to explant the system for infection and had to pause in order for blood pressure (bp) to recover. Damage seemed to have occurred during the procedure and an emergency sternotomy with cardiopulmonary bypass for cardiogenic shock had to be performed. No bleeding was in the pericardium but the heart was fibrillating requiring a cardiac massage. The bp was brought back up, drugs were given and the heart shocked back into rhythm, the patient was hemodynamically stable after his point. The rv lead was then successfully extracted with the lv lead. The patient experienced coldness but was warmed up. The procedure continued and the patient was taken to the intensive care unit (ICU) for recovery.